Event description:
It was reported that it was not possible to communicate with the ins (implantable neurostimulator) using patient programmer. About 2 weeks prior to the report a change in the placement was noticed, the patient felt like the ins was shifting in the pocket. Palpation of the pocket was not abnormal, there was no change in weight. Low out of range impedance value was reported. Electrodes 0, 1 and 4,5 showed <(><<)>50 ohms. The patient was programmed at 0-,2+ and 6+,7-. There was no real change for recharging pattern. Stimulation coverage was still good. It was stated that the old ins was bigger than this current ins and the same pocket for replacement was used. It was also reported that the patient had fallen about 2 months prior to the report - the patient was leaning forward to pick something up on a hill and fell forward and somersaulted down hill. There was no change in stimulation after that fall. Almost one week later it was reported that the patient was not having any change in stimulation. His recharge interval did not change. It was stated that even thought he patient had a fall, he continued to get excellent coverage. It was stated that the patient might be experiencing dexterity problems and tactile sensory problems due to some other concurrent worsening health problems which might account for the problems "finding" the battery. His wife had been given education on how to assist him. No follow up or diagnostics were scheduled.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot# la1036, implanted: (B)(6) 2002, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).